Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss, pump error 23, and audio/vibrate due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not beeping. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump turned off and he removed the battery again and insulin pump continued to function and did not display alert. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
In the initial previous report was incorrect and correct information was with this report.